Event description:
(B)(6) male pt with diagnosed severe stenosis and neuropathy underwent a minimally invasive lumbar decompression (mild) procedure on (B)(6) 2012. The patient stated that "something happened on the operating room table that not only left him with the stenosis but also with drop foot". Pt stated that on (B)(6) 2012, he "returned to the hospital, had zero control of my legs along with other problems". According to the pt, an MRI was performed and "was told area of spinal column was inflamed". The pt stated he was discharged from the hospital on (B)(6) 2012 and was told that the "foot drop" condition in his right foot would be gone in 3 months. According to the pt, he had been told that he still had stenosis, and that as a result of emg testing (performed in 2010), the nerves in the right leg are severely damaged. Pt stated that because of his age and the fact that he was a diabetic, he will probably have foot drop forever. According to the physician who performed the mild procedure, the pt had severe stenosis and was advised that he should have open surgery, but the pt insisted that the mild procedure be tried first. According to the physician, after the mild procedure, the pt had a little "toe weakness" and fell at home. The physician stated that he does not believe the device was the cause and that the pt's condition could be a possible complication of the procedure.